Event description:
It was reported that during a gastrectomy procedure, some staples on the acral part were unformed at the first and the second firing. The device was used on the gastric body. Additional suture was performed. Reinforcement material was not used. There were no adverse consequences for the patient. No device will be returning. Additional information 04/05/2010: "the device completed the firing sequences. The device did not fired across or near an existing staple line or clip. The doctor commented that the device might be fired thicker tissue."

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.